Event description:
Information was received from a consumer who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the patient was having surgery so he adjusted stimulation to zero and off. The patient stated that since his surgery was over, he was trying to turn the ins back on and he got this message por-power on reset. Additional information received from the healthcare professional (hcp) reported that they interrogated the device and they did not get above the error "por" information received from the patient reported that the doctor reprogrammed the device and the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.